Event description:
The patient reportedly experienced intermittency followed by a loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. A decision was made to explant the patient's device. The patient's device was explanted.